Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for event 1 of 6. See additional mdrs as follows: MDR# 1061932-2011-00871 for event 2 of 6, MDR# 1061932-2011-00872 for event 3 of 6, MDR# 1061932-2011-00873 for event 4 of 6, MDR# 1061932-2011-00874 for event 5 of 6, MDR# 1061932-2011-00875 for event 6 of 6. On (B)(4) 2009, a field service engineer (fse) visited the site to evaluate the instrument. The fse checked the scanner alignment and function and cleaned the barcode scanner head. A barcode scan test was performed with forty eight samples. Each parameter passed with 100% success rate. The bar code label symbology used by the lab is code 39 with no check character. At the time of this visit, there were no bar code labels returned for testing. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy.

Event description:
The customer reported that the lh750 hematology analyzer misread the barcode for sample ID (identification) (B)(6) as (B)(6). The identification number (B)(6) matched another pt sample that had not yet arrived in the lab. There were no misidentified or erroneous test results reported outside of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for event 1 of 6. See additional mdrs as follows: MDR# 1061932-2011-00871 for event 2 of 6, MDR# 1061932-2011-00872 for event 3 of 6, MDR# 1061932-2011-00873 for event 4 of 6, MDR# 1061932-2011-00874 for event 5 of 6, MDR# 1061932-2011-00875 for event 6 of 6. On (B)(4) 2009, a field service engineer (fse) visited the site to evaluate the instrument. The fse checked the scanner alignment and function and cleaned the barcode scanner head. A barcode scan test was performed with forty eight samples. Each parameter passed with 100% success rate. The bar code label symbology used by the lab is code 39 with no check character. At the time of this visit, there were no bar code labels returned for testing. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy

Event description:
The customer reported that the lh750 hematology analyzer misread the barcode for sample ID (identification) (B)(6) as (B)(6). The identification number (B)(6) matched another pt sample that had not yet arrived in the lab. There were no misidentified or erroneous test results reported outside of the lab. There were no reported changes to pt treatment associated with this event.